Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Other- the technical support in conjunction with the customer reported the logs shows that there were alarms "tidal volume low", "disconnection" and "disconnection exhalation valve" in the mentioned time frame. So it seems that there was a disconnection. As per the analysing result, it was a disconnection after the proximal flow sensor. So no malfunction of the machine visible. The investigation was done and the customer reported that they are happy results. The machine will return to clinical use.

Event description:
The customer reported that there is an "error" with bellavista. As far as the customer informed, the patient "was not ventilated anymore". Unfortunately, they can't get any further details. They checked the trending data and found some suspicious curves. The device was removed from the patient, there was no harm noted.